Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, & race: unk. The product is manufactured in the us, but not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +2.00/+4.5/097 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise. Lens was repositioned on (B)(6) 2020 but it did not resolve the problem. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5 - it was reported later that on (B)(6) 2020 a 2nd lens repositioning was performed and this resolved the problem. "Patient is happy". Claim#: (B)(4).